Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the implant procedure for the cardiac resynchronization therapy pacemaker (crt-p) system, this right atrial (ra) lead was connected into the right ventricular (rv) port to assist with the auto lead detect feature; however, impedance measurements were out of range. This ra lead was explanted. No additional adverse patient effects were reported.